Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. G4: k011028, k013227.

Event description:
It was reported mesial collar was fractured, tooth 3.

Manufacturer narrative:
The returned product(s) one (1) tsvwh10, (impl tapered scr-v ha 4.7 mm 4.5mm 10mm) cannot be located by the manufacturer, attempts have been made to locate the product and at this time the location remains unknown. Therefore, the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been completed based on the available device information and complaint history review. Events related to missing product are being tracked and trended, these events are considered to be remote and remain below the occurrence rate. In the event that the product is found, the complaint will be reopened to evaluate the returned product and additional MDR reports shall be submitted as required. Additionally, a fr515 was returned. The removal tool was added to the concomitant medical product section. DHR review was completed for the subject lot number 1230114. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1230114 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental; functional; fracture; implant". The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was material selection of implant inadequate (unable to withstand occlusal forces or long term loading). However, a definitive root cause could not be established. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.